Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was also reported that post implantation, the patient experienced pain, bleeding and urinary problems. It was reported that the patient had exploratory surgery on (B)(6) 2013 due to bleeding, discharge and pain.(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and posterior colporrhaphy due to cystocele, rectocele, and vaginal prolapse. The patient underwent mesh revision on (B)(6) 2013 due to mesh exposure, vaginal bleeding, and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004, and a mesh was implanted. It was reported that the patient underwent open hassan laparoscopy with lso on (B)(6) 2008, due to cystic left ovarian pin. It was reported that the patient underwent a rectus fascia sling and cystoscopy on (B)(6) 2014, due to recurrent sui. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.